Event description:
It was reported that the patient was unable to adjust stimulation. The programmer display noted a "call your doctor" icon due to out of regulation (oor) condition. The message was received when trying to sync up with the implantable neurostimulator (ins). The patient intermittently saw the message for two days, then again the day before the report . The ins was at 75% charged and was last charged early the previous week. The device was running on group a which had two programs: one at 3.7v and one at 3.8v, 110 hz, unknown pulse width. Limit settings were unknown. It was attempted to recreate the event in the clinician programmer emulator and reviewed that the patient would see oor if pulse width was >450us at 105 or 110hz, but it was not clear what the pulse width was at. It was also reviewed that if amplitude were increased to 4 or greater the rate would be limited to 100hz or less. It was claimed that the patient only momentarily went to 4v, but stimulation wasn't any better so he decreased the amplitude right away. The patient reported he always stays between 3.6 and 3.8v on amplitude and doesn't change the rate, so was unable to explain why he was seeing this now, when the settings had been very similar since implant. The patient was seen the next day for follow-up. The patient reported getting random stimulation jolts. The oor was seen upon interrogation with the clinician programmer. The message indicated that he delivered amplitude may be lower than programmed due to low impedance. The message cited a1 as the source of the oor and to check electrode impedance and number of active electrodes programmed. Impedances read >10,000 ohms. All combinations with 0, 1, 2, 3, and 6 were >10,000. All combinations with 0 were >40,000. Other pairs that were >40,000 were 1 and 3 and 3 and 6. Pair 1-6 was 9951 and pair 6-7 was 8626, otherwise all pairs were within the normal range between 836 and 1387 ohms. The open circuit pattern was irregular and difficult to explain. Group impedance on group a program1 was 3004ohms, 0.956ma when running at 3v, 450us, 100 hz with settings 6+, 7-; program 2 was 3137ohms, 0.942ma when running at 3v, 300us with settings 5+, 6-. The patient had been using this programming for some time. The device was reprogrammed for full range limits on amplitude and rate. Pulse width limits were turned off. An x-ray was planned to check lead location and system integrity. Additional information has been requested, but was not available as of the date of this report.